Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation procedure with a thermocool smarttouch bi-directional navigation catheter and temperature stopped displaying which is not a reportable event. This event is being reported because the bwi failure analysis lab received the device for evaluation and found char material at proximal end at tip dome. The bwi failure analysis lab received the device for evaluation. Upon receiving, the catheter was visually inspected and it was found that the tip peek housing transition is cracked with reddish brown material inside the area. Also a brown material was found at the proximal end of the tip dome. Per the first condition mentioned, an x-ray image was taken from the area and it was noticed that the t bars were slid down from their place. Per the event reported, the returned device was then evaluated for electrical resistance and the thermocouple test failed. Further examination revealed that the thermocouple wires had an intermittence problem inside the dome. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a temperature issue has been verified. However the root cause of the char remains unknown. Management is notified of failure analysis results using monthly complaint trend reporting. An internal corrective action has been opened to address the t bar issue and the peek housing issue on smart touch families.

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® bi-directional navigation catheter and temperature stopped displaying which is not a reportable event. The procedure was completed without patient consequence. This event is being reported because the bwi failure analysis lab received the device for evaluation and found char material at proximal end at tip dome. This finding is reportable because char could potentially contribute to an adverse event.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).